Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the images taken on the system were inaccurate. Per the work order performed on the imaging system, the issue was against the spine frame during navigation. Patient presence unknown. Surgical delay not provided. No further information available at time of call.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. A system checkout was performed on the imaging system. They performed a 3d scan with the left and right tracker on a pegboard then used a passive planar blunt and observed the instrument tracking accurately wherever it was placed. It was mentioned from the site that they believe the reference frame was a little loose, which would explain the inaccuracy that was observed. A full system checkout was performed on the imaging system with no further issues to report. The imaging system was returned fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.